Event description:
Boston scientific received information that this pacemaker exhibited different longevity measurement than expected. Disk analysis was sent to boston scientific technical services (ts) for evaluation. Ts discussed the current programming of the device and that the remaining estimated longevity correlates with the current programming of the device which was set to a higher current bin. The device remains in service. No adverse patient effects were reported. Additional information received indicated that there was no underlying premature depletion issue. Explanations were provided to the patient on how battery life is calculated which they understood. No further actions were planned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.